Manufacturer narrative:
The user reported receiving glucose suspend alerts. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. In-house testing demonstrated optical instability across all channels, which was attributed to delamination of internal sensor components, as confirmed via microscope. The user was offered a sensor replacement as part of resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.